Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient had been receiving low mg/dl readings from the cgm device for several hours. The patient was wearing a tandem insulin pump. Around 9:30am, the patient started vomiting and feeling ¿sick¿. Around 10-10:30am, the patient tested her bg meter reading which was high mg/dl, while the cgm was reading low mg/dl. The patient¿s roommate assisted the patient with taking some insulin and then drove the patient to the emergency room (ER). At the ER, the patient was hooked up to an IV (medication provided was unspecified) and had urine and blood tests done. The patient was still at the hospital feeling tired and nauseous at the time of report. Attempts to reach the patient for further event details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.